Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity estimate on the implantable pulse generator (ipg) has dropped and the caller was not aware of anything that would be impacting longevity or pacing percentage changes. The caller was advised to send a save to disk. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a drop in battery voltage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.